Manufacturer narrative:
The device was returned to zoll medical south korea; the device was tested using the customer's returned non zoll cf card and the fault was observed. The item is a non-zoll item and it is suggested that a zoll cf card be used. A zoll cf card was installed and the device worked as expected. No trend is associated with reports of this type. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.